Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the upper and lower abdomen using a cooladvantage+, coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) in the upper and lower abdomen on (B)(6) 2018, diagnosed on (B)(6) 2018. The patient presented with an indurated zone to the upper and lower abdomen, with enlarged tissue volume and upon palpation, the area was firmer than the non-treated tissue.

Manufacturer narrative:
Reported invalid control unit serial number: (B)(6). This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the upper and lower abdomen using a cooladvantage+, coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) in the upper and lower abdomen on (B)(6) 2018, diagnosed on (B)(6) 2018. The patient presented with an indurated zone to the upper and lower abdomen, with enlarged tissue volume and upon palpation, the area was firmer than the non-treated tissue.